Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the sealing surfaces and in the blade channel of the device. During functional testing, engineering was able to replicate the sticking that occurred in the event by activating the unit on porcine tissue. Engineering observed that, as eschar built up on the jaws and sealing surfaces of the device, tissue sticking increased. The root cause of the event is blood and eschar buildup. The instructions for use (IFU) warns that "build-up of eschar can negatively affect the sealing and cutting performance... For optimal performance, keep that jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hemithyroidectomy. Hemithyroidectomy performed in a (B)(6) patient because of goiter. She is not under any special medication (ibuprofeno). She had been under surgery in the past, fallopian tubes were removed. Dr. Starts surgery using eb030 both dissecting and sealing all the time. After around 35 activations in the pedicle area, tissue gets sticked to the jaws. At this point jaws had been cleaned once (even though I insisted on them being cleaned more often). Because of the sticking minor bleeding took place when be tried to remove the jaws attached to the tissue. After this first incident another 10 activations took place. Jaws were cleaned another 3 times but still 3 other sticking episodes took place. Again, when dr. Removed the device jaws from the tissue minor bleedings would happen. At this point dr. Refused to keep on using voyant and he asked for ligasure small jaw to be opened. Paraphrasing the dr. "From zero to ten, the confidence that your device gives me is zero, we used ligasure without cleaning it even once to finish the procedure and you could see it never got sticked". Patient status- no patient injury or illness occur associated with the complaint event.